Event description:
It was reported that "pt reported hearing a noise coming from their back, flexion extension x-rays were taken and the s1 screw's tulip head had separated from the screw post. Revision surgery is scheduled for 2008."

Manufacturer narrative:
Investigation has been initiated. Any additional info will be filed as a supplemental report.